Manufacturer narrative:
As reported, the patient was enrolled in a (B)(6) and the case number is (B)(4). Two (2 each) smart control stents were successfully implanted without any reported issue: a smart control 6 x 40 and a smart control 8 x 30. The target lesion was at proximal and distal portion of the left limb. The rate of stenosis was 55-99%. Approximately eighteen (18) months after the index procedure, the patient felt pain of the left lower limb. Angiography and endovascular therapy (evt) of the lower limb was performed one week later. Balloon angioplasty (poba) was conducted in the stent, and an additional stent (6.0*40mm) was placed at the proximal end of the implanted stent. The stenosis was recovered to 25% in the stent. Additional information received indicated that it was unknown if the stents were implanted in overlapping fashion. The distal end of the stents implanted was noted to be restenosed (not known which one). The patient¿s medical regimen post-procedure was unknown and it was also unknown if the patient was compliant with the medical regimen. No additional information including target lesion information is available. The devices remain implanted and are not available for inspection. (B)(6): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15646789 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Arterial restenosis is a known potential adverse event associated with implanting peripheral artery stents and is often associated with the progression of coronary artery disease. There are possible vessel, patient, and pharmacological factors that may have contributed to the reported event. Based on the minimal available information, there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2015-00541 and #9616099-2015-00542.

Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Review of lot 15646789 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2015-00541 and #9616099-2015-00542.

Event description:
As reported, the patient was enrolled in a clinical study (B)(4) for sfa and the case number is (B)(4). Two (2 each) smart control stents were successfully implanted without any reported issue: a smart control 6 x 40 and a smart control 8 x 30. The target lesion was at proximal and distal portion of the left limb. The rate of stenosis was 55-99%. Approximately eighteen (18) months after the index procedure, the patient felt pain of the left lower limb. Angiography and endovascular therapy (evt) of the lower limb was performed one week later. Balloon angioplasty (poba) was conducted in the stent, and an additional stent (6.0x40mm) was placed at the proximal end of the implanted stent. The stenosis was recovered to 25% in the stent. Addendum: additional information received indicated that it was unknown if the stents were implanted in overlapping fashion. The distal end of the stents implanted was noted to be restenosed (not known which one). The patient's medical regimen post-procedure was unknown and it was also unknown if the patient was compliant with the medical regimen. No additional information including target lesion information is available.